Event description:
Reporter indicated a patient's vns generator was unable to be interrogated on (B)(6) 2012 by two different physicians and was believed to be at end of service. The patient was also having breakthrough seizures with generalized tonic-clonic seizures noted in (B)(6) 2011. The vns was adjusted and the patient had epilepsy unit monitoring performed. Recently, the patient had been having seizures triggered by changes in weather. Vns product information is unknown, so a battery life estimate could not be performed to corroborate the believed generator end of service. The patient later had vns generator replacement surgery performed. The explanted generator will not be returned per hospital policy. Attempts for additional information are in progress.